Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the hyperglycemia. The customer¿s blood glucose level at the time of the incident was 451 mg/dl and the current was 220 mg/dl. The customer's other blood glucose level was 277 mg/dl. The customer was not admitted into the hospital as result of the high blood glucose. The customer experience the nausea like symptoms related to the high blood glucose. The device will not be returned for analysis.